Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed that the display was dim and discolored and all keypad button contacts were missing. Investigation revealed that the keypad cover was torn/damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the keypad button contacts were missing. This report is made based on results of investigation completed on (B)(6) 2016.